Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse reseated all connectors to the collimator control module (where ucp node is located) and verified the 5 volts supply to it. The fse also reloaded the flash to all nodes during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of a patient injury or death associated with this event.